Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: x-rays returned do not provide conclusive evidence on the presence of radiolucent lines. No devices were returned for evaluation. Surgical report is unavailable for study. The package insert for the tm modular tibial plate states that "complications and/or failure of prostheses are more likely to occur in patients with unrealistic functional expectations, heavy patients and physically active patients." The reported complaint may be influenced by factors such as patient weight, physical activity, bone quality, implant size, surgical technique and rehabilitation program. Without further information on surgery, probable cause for the patient's pain and appearance of radiolucent lines cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient complained of aching that has not subsided. X-rays confirmed lucent lines under the tm tibial tray.